Event description:
A surgeon reported that an intraocular lens (iol) rotated 25 degrees following surgery. Additional information was requested.

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).